Event description:
During evaluation by a zoll service technician, the device intermittently failed the final test and displayed a "defib fault 80 intermittent" error message. There was no patient involvement in the reported malfunction.